Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report blank screen on the liberty select cycler. The screen was blank during power up. Pressed ok/stop and touched the screen but the screen remained blank. Replace cycler due to blank screen. Last treatment completed using current cycler was on (B)(6) 2023. The fresenius technical support representative issue the cycler replacement. Advised to retain iq drive and to contact to their pdrn/nurse to inform of replacement. Patient will perform capd/manuals. Estimated time arrival (B)(6) 2023 by 8pm. Schedule pick up for (B)(6) 2023. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Correction: d9.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report blank screen on the liberty select cycler. The screen was blank during power up. Pressed ok/stop and touched the screen but the screen remained blank. Replace cycler due to blank screen. Last treatment completed using current cycler was on (B)(6) 2023. The fresenius technical support representative issue the cycler replacement. Advised to retain iq drive and to contact to their pdrn/nurse to inform of replacement. Patient will perform capd/manuals. Estimated time arrival (B)(6) 2023 by 8pm. Schedule pick up for (B)(6) 2023. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.